Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11-jul-2018 with the following findings: a review of the black box showed unusual fluctuations of voltage leading to low battery warnings and replace battery alarms. The returned battery cap was able to fully attach and power on the pump. The current draws measured within specifications. A battery life issue was not duplicated during testing. Moisture was found behind the display lens. No damage was found tot he battery compartment. The battery cap had a worn top. The pump cover was removed to find moisture on the printed circuit board and internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.